Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Ts noted that the device triggered a battery depletion error due to power consumption increasing. Device data showed that the device was malfunctioning and should be explanted and returned for analysis. The replacement interval ends end of (B)(6) 2024. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Technical services provided recommendations for how much longer this device should be left implanted before the replacement procedure is completed. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the remedial action field.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Ts noted that the device triggered a battery depletion error due to power consumption increasing. Device data showed that the device was malfunctioning and should be explanted and returned for analysis. The replacement interval ends end of (B)(6) 2024. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Ts noted that the device triggered a battery depletion error due to power consumption increasing. Device data showed that the device was malfunctioning and should be explanted and returned for analysis. The replacement interval ends end of (B)(6) 2024. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Ts noted that the device triggered a battery depletion error due to power consumption increasing. Device data showed that the device was malfunctioning and should be explanted and returned for analysis. The replacement interval ends end of (B)(6) 2024. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter and implant date field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a battery depletion alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for technical services (ts) review was needed. Technical services provided recommendations for how much longer this device should be left implanted before the replacement procedure is completed. The device was explanted. No additional adverse patient effects were reported.